Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported by the patient that they had sudden intermittent overstimulation. Stimulation was jumping to higher numbers as soon as they moved. Examples included; when they raised their arm above their head, walked on the steps, walked or turned. They noted that it happened the other day when they were urinating and it jumped up so high that it cut their urine off. They had adaptivestim programming for different positions. There was no trauma or falls noted. The patient had turned stimulation off and disabled adaptivestim. In addition, the patient reported a loss of therapy and a return of symptoms. Their pain had changed and the device had stopped helping their pain. They were in pain morning noon and night and he had kept his wife up moaning and groaning all night. He was in misery, was aggravated and moody. Additional information received from the manufacturer representative (rep) reported that when they met with the patient everything was functioning normally. Adaptivestim was turned off, they were reprogrammed and impedances were normal. The patient was instructed to try the new program. Relevant medical history includes non-malignant pain. If additional information is received, a follow-up report will be sent.